Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: our customer is looking for some advice on decontaminating a hamilton-c6 ventilator. A nurse in critical care unit reported the ventilator was used on a patient who had a respiratory infection whilst no filters were installed on the breathing circuit and has been sent to medical physics.